Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 355531, lot# n273973, implanted: (B)(6) 2011, product type: screening device. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. It was noted that the display was showing a ¿call your doctor¿ icon. It was noted that the there was an out of regulation (oor) condition. It was noted that the patient reported seeing the error code (oor) on her programmer on the weekend of report. It was noted that on sunday the programmer started working again. It was noted that the patient had to recharge the implantable neurostimulator (ins). It was noted that the patient traveled to (B)(6) at the beginning of the month. It was noted that the patient came back on (B)(6) 2014, and the programmer just started acting up. It was noted that stimulation felt different. It was noted that the error code went away. It was noted that the patient was able to communicate and see the lightning bolt. It was noted that the patient went through airport security gate on (B)(6) 2014. It was noted that the patient had a doctor¿s appointment for a 6 month check on (B)(6) 2014. It was noted that the patient just noticed the change in her therapy but now that she was able to adjust it and decrease it, therapy felt right again. It was noted that it started to stimulate and then stopped. Additional information received reported that the patient was in for an appointment on (B)(6) 2014.